Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported slda associated with the clip detaching from the anterior leaflet per the physician is related to patient conditions and due to thin leaflets. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment and intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and thin leaflets. During a mitraclip procedure an xtw clip was placed on anterior 2 and posterior 2 leaflets (a2p2). Immediately after placement, the anterior leaflet was detached and a single leaflet device attachment (slda) occurred. An additional clip was placed lateral to the first clip [to stabilize the slda and reduce the mr. The mr grade was reduced from 4 to 2, and the procedure was completed. Per the physician, the slda was caused by the thin leaflets. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.